Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient faced infection at infusion set insertion site on (B)(6) 2024. Also, the patient was provided medication for the infection by health care professional. Moreover, the patient's blood gluose level ranged between 180 to 320 mg/dl. The issue occurred with five similar types of infusion sets used for one day. No further information was available.